Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc flex coupler was cracked.

Manufacturer narrative:
(B)(4) damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that on (B)(6) 2012, it was noted that the drive cylinder of the device was cracked. It was unknown if there was any patient involvement. There were no adverse patient consequences reported.